Manufacturer narrative:
(B)(4). Foreign: (B)(6). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the instrument fractured and the fractured piece remains within the patient's body. No additional patient consequences have been reported. Attempts have been made and additional information on the reported event is unavailable.